Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/28/2014 with the following findings: the black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history shows no eaw¿s associated to the complaint. The total daily dose adds up correctly and reflects the user's programmed basal rates. Pump passed a delivery accuracy test successfully. The display screen has a pinkish contrast; the screen is still able to be read. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 3.2 mmol/l with sweating and lethargy after breakfast. The pump was reviewed and found that the insulin sensitivity factor (isf) was programmed incorrectly in the pump; the patient reported that the setting should have been programmed to 1unit:5.5mmol/l but was accidentally programmed to 1unit:1.5mmol/l. The patient admitted that the issue was related to a programming error, the patient had incorrectly programmed the replacement pump. The patient reported that the bolus with breakfast was 2.8units instead of 0.75units and resulting in low blood glucose levels after breakfast. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrect programming of the replacement pump settings.